Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that there was no power to the aquabplus reverse osmosis (ro) system. The motor protection switch (mps) flickers when pressed. A p1 pump defective message occurred during the t1 test. Error code "f¿04¿50¿04 failure: t1 test, pump p1 defective" was received. No burning smell was noted. However there were indications of burnt/charred wiring. Upon inspection the pink, black, and orange wires appeared damaged. The mps stayed on when pressed however the ro system would not run. It was determined the mps was bad. Once the hood cover was moved the display did come on. The ro system was able to operate in normal supply mode. Part number f50005352 for the motor protection switch and f50005232 for the power cable were provided to the customer. Additional information was requested however a response was not received. There was no indication upon initial reporting that there was harm to any patients or individuals because of this malfunction. No parts were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and photographs were not provided for review. However the manufacturer confirmed the reported event based on the provided information. The cause for the reported event was attributed to a bad electrical contact between the cable lugs and their contact pins at the motor protection switch. The contact resistance increased and the pump current led to increased thermal energy at the contacts points. The cable lugs at the motor protection switch overheated and discolored from the released thermal energy at the bad electrical contact. Power fluctuations are a contributing factor which led to a tripped thermal overload switch in addition to the thermal damage at the blade receptacles. Temporary missing line and/or line fluctuations in the local power grid (bad environmental conditions) could also cause an unbalanced load and the motor protection or thermal overload relay switch trips as intended. Line fluctuations also cause higher currents and higher thermal energy at the contact pins of the motor protection switch. It has been determined that the design of the blade receptacles is inadequate. A new design of the motor protection switch and its wiring is developed but currently not released for the us market. To solve the issue and to avoid additional failures, it is recommended, if not already done, to replace the wiring and the motor protection switch in stage 1 and stage 2.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that there was no power to the aquabplus reverse osmosis (ro) system. The motor protection switch (mps) flickers when pressed. A p1 pump defective message occurred during the t1 test. Error code "f¿04¿50¿04 failure: t1 test, pump p1 defective" was received. No burning smell was noted. However there were indications of burnt/charred wiring. Upon inspection the pink, black, and orange wires appeared damaged. The mps stayed on when pressed however the ro system would not run. It was determined the mps was bad. Once the hood cover was moved the display did come on. The ro system was able to operate in normal supply mode. Part number f50005352 for the motor protection switch and f50005232 for the power cable were provided to the customer. Additional information was requested however a response was not received. There was no indication upon initial reporting that there was harm to any patients or individuals because of this malfunction. No parts were returned to the manufacturer for physical evaluation.